Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed to calibration for error 5 (inlet pressure out of range). The check of the inlet pressure showed that it read -2.2 psi even with the fluid delivery line was removed. They stated that would like a quote for depot repair. Per sample evaluation results on 12dec2023, it was reported that the arctic sun device unit main tank does not drain.

Event description:
It was reported that the arctic sun device was failed to calibration for error 5 (inlet pressure out of range). The check of the inlet pressure showed that it read -2.2 psi even with the fluid delivery line was removed. They stated that would like a quote for depot repair. Per sample evaluation results on 12dec2023, it was reported that the arctic sun device unit main tank does not drain.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable as in the investigation summary it was confirmed that the issue is with failed drain valve which is not reportable as per the guidelines.

Event description:
It was reported that the arctic sun device was failed to calibration for error 5 (inlet pressure out of range). The check of the inlet pressure showed that it read -2.2 psi even with the fluid delivery line was removed. They stated that would like a quote for depot repair. Per sample evaluation results on 12dec2023, it was reported that the arctic sun device unit main tank does not drain.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable as in the investigation summary it was confirmed that the issue is with failed drain valve which is not reportable as per the guidelines. UDI related data quality updates only UDI format updated with available product information per gudid as requested. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.